Manufacturer narrative:
Concomitant medical products: product ID: 978a128, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that immediately after the implant, patient started having problems with left foot twitching however didn't consider that it could be related to implant until they lowered the setting and the twitching stopped. Patient said that when they increased the setting to about 1.1 - 1.3 was when the twitching started and said when increased to that setting, experienced 70% improvement in symptom control and when decreased the setting, experienced less symptom control. Patient said that the twitching was worse when lying down to sleep and said when asked, was told by hcp or hcp staff not to adjust the setting before going to bed. Patient said that they mentioned to managing hcp at their appointment on (B)(6) 2021 and also spoke to local representative on (B)(6) and remembers speaking with rep on (B)(6) and told them about upcoming appointment regarding the twitching. Patient said reprogramming was tried however the twitching continued so finally x-ray was performed. Patient said that x-ray reviewed that the wire had shifted. Patient said had revision on (B)(6) 2021, however said that they don't feel stimulation sensation anywhere and symptom control is worse, around 20% . Patient said had post op appointment on (B)(6) 2021 and was told to wa it and see and to make adjustments in very small increments, .1 each time. Patient said that they waited another week and then adjusted the setting and then waited another week before making another adjustment. Patient reported when increased to around 1.2 experienced twitching in her right foot. Patient said that since trial and full implant has only been on program 3 as said this was the program that provided the best results during the trial. Patient to monitor symptoms until next tuesday as that will make it one week since last adjustment. Patient to adjust as directed by hcp staff and monitor and track symptom results of each program. Patient to also track if and when notices any twitches in the foot. Patient to schedule reprogramming session if doesn't notice improvement in symptom control after trying all programs. Patient to consider calling hcp office for any other specific direction.